Event description:
It was reported there was patient discomfort. It was reported the pump and catheter were spreading heat in the patient¿s body about 1 week post implant. It was stated the pump was reprogrammed and the health care provider (hcp) tested a lower dose of the drug and excluded an allergic reaction to the drug. It was noted the symptoms were the same with the lower dose. The patient status was noted as alive with no injury. The pump was used to deliver lioresal. Additional information reported the patient had their allergy tests the week prior. It was noted the hcp determined the event was not related to an allergy. It was noted the cause of the event was unknown, so the physician decided to do a pocket revision and inserted the pump in a ¿dcron cuff.¿ it was noted there was a presence of ¿serum¿ near the pump that was sent for biological analysis. It was noted the heat was spreading through the patient¿s entire body. It was noted the patient was currently receiving effective therapy.

Manufacturer narrative:
Concomitant medical products: product ID: 8781, lot# unknown, implanted: (B)(6) 2014, product type: catheter. (B)(4).